Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead showed what appears to be noise over sensing or possible under sensed atrial fibrillation (af). Isometrics to rule out lead integrity were recommended as well as reprogramming sensitivity. The ICD and ra lead remain in service. No adverse patient effects were reported.